Event description:
A malfunction alarm with code malf 9 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with this process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue happened again.